Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neuro stimulator (ens) sudden stimulation in the wrong location, left buttock and down he left leg since (B)(6) 2017. No further complications were noted or anticipated.